Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock that was reportedly leaking during use on a patient, administering bivalrudin. There was no adverse event nor any delay in therapy that would lead to patient harm if not caught by staff.

Manufacturer narrative:
Additional information d9 section: the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot number received for a device history review.